Event description:
Livanova deutschland received a report of a patient death. Due to patient outcome, the customer wanted the centrifugal pump console in use during procedure to be checked. According to information, no issues, no warnings with the centrifugal pump console, the customer stated the unit wasn¿t the cause if the patients death.

Manufacturer narrative:
Patient information was not provided. Livanova deutschland manufactures the centrifugal pump console. The incident occurred in united states. The livanova field service representative in charge performed functional checks. Units was tested unit for hours and no fault on the unit detected. Unit was release to the customer for use.